Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device for evaluation and duplicated the reported phenomenon. It was found the cr board (pressure sensor / pressure sensor circuit) failure of the subject device which made the front panel indicator black. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4) , omsc determined there was the possibility this phenomenon was attributed to the main board failure of the subject device. It could not be identified the cause of the main board failure. However it might have occurred due to aging deterioration passing more than 5 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel indicator of the subject device had the failure at preparation for the unspecified procedure (a patient was not under anesthesia). The intended procedure was completed with another similar device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.